Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation in a clinical study. It was reported that the patient had a return of symptoms after receiving electroshock treatment. The patient had tried several different programs without relief of symptoms. On (B)(6) 2012, the patient program was decreased to 2.5 amps then turned off and they would be followed up with a phone call with instructions in 2-3 days. It was noted that on (B)(6) 2013, the incontinence continued, and leakage occurred when bending, after voiding, and occasionally before voiding. The patient was very bothered by nocturnal enuresis again. On (B)(6) 2014, the patient had recurrent uui despite appropriate therapy programming, and they were not doing well. On (B)(6) 2014, the patient still had uui and post-void leaking despite therapy adjustment. The clinical diagnosis was a worsening of urinary symptoms; frequency and incontinence. It was noted that the event was possibly related to the device or therapy, not related to the implant procedure, and not due to programming; the reported final programming date and time for most recent interrogation prior to the event was on (B)(6) 2011. Interventions performed included reprogramming on (B)(6) 2012, (B)(6) 2013 and (B)(6) 2014, and medications administered (myrbetriq) on (B)(6) 2014. It was noted that the event resolved without sequelae on (B)(6) 2014. No further complications were reported/anticipated.